Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting 'noisy' electrograms on both the atrial and ventricular channels. Additionally, guidant received complaints of impedance measurements issues, pocket stimulation, inappropriate atr mode-switching and oversensing (atrial/ventricular)